Manufacturer narrative:
(B)(4). One (1) 004851100 lite disposable miller blade 1 was received for investigation. The blade was visually examined for any signs of abuse/misuse/damage. No issues were found. The 004851100 lite disposable miller blade 1 was attached to a standard cross-cut metal reusable handle (penlight) and then engaged. The distal tip led illuminated (bright) without any flickering or intermittent operation. The distal tip of the blade was positioned on a rubberized lab work bench top. The handle was pulled backwards in order to apply a pressure on the distal tip end of the blade. This pulling back pressure on the handle assimilates actual intubation pressures. This pressure motion was attempted several times. The blade led did not flicker, nor was there any intermittent operation of the light during the assimilation test. The complaint cannot be confirmed. The device functioned as intended.

Event description:
Customer complaint alleges "upon connection, blade lights up then goes out when placing pressure". Alleged issue reported occurred during use. No patient injury or consequence was reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "upon connection, blade lights up then goes out when placing pressure". Alleged issue reported occurred during use. No patient injury or consequence was reported. Patient condition reported as "fine".